Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19380. It was reported, the pt experiences pain and burning at the ipg site, which is exacerbated by charging. It was reported the system is not relieving the pt's pain. A CT scan showed no anomalies and the pt declined reprogramming. The ipg was explanted. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall: 1627487-07262012-001-c. This ipg serial number was included in field advisories and in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.